Event description:
It was noted at the second follow-up visit that the proximal ball joint was loose. It was retightened. The md subsequently decided to replace the fixator. There was no injury to the pt.